Event description:
Pt is status post open reduction, internal fixation of right hip fracture with compression screw. The pt developed severe pain and has been confined to a wheelchair. The pt's peritrochanteric fracture progressed to a non-union. Pt was ultimately admitted to the hospital for total hip replacement. Initial surgery was performed by a dr in another hospital. Broken cortical bone screw in side plate of compression hip screw was found intraoperatively.